Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned together in a single bio bag. The snares of each device have been run. One device has a mini-tape round-flat-round suture threaded through the anchor eyelet and cut off below the anchor proximal end. The other device has a blue ultratape threaded through the anchor eyelet and cut off below the anchor proximal end. Per the IFU, "use only magnumwire suture usp #2 (metric size 5 except for diameter). Use of other sutures will compromise suture locking integrity." The anchors, which are still on the insertion devices, have no visible defect. Bio debris was present. Based on the condition of the product material found during visual inspection, additional material testing is not required. An image evaluation showed the medical device inside a plastic tray. A blue suture strand is also visible, coiled within the screw at the tip of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified, and a certificate of analysis is required with each shipment. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include excessive force during insertion, inadvertent contact with sharp objects or failure to perform pre-drilling prior to implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An image evaluation was performed and found the medical device inside a plastic tray. A blue suture strand is also visible, coiled within the screw at the tip of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications that tensile strength requirements are specified, and a certificate of analysis is required with each shipment. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, the opus speedscrew anchor suture broke. The procedure was resumed, with an equivalent sn back-up. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H2: additional information in b5 (event). Corrected information in h6 (health effect - impact code).

Event description:
It was reported that, during a procedure, the opus speedscrew anchor suture broke. The anchor was removed. The procedure was resumed, with an equivalent sn back-up. No additional hole was drilled. It is unknown if there was a surgical delay. No further complications were reported.